Event description:
In 2007, patient had bard composix kugel large oval implant placed during surgery. In 2008, patient returned to surgeon with complaints of pain. Patient had multiple penetrating corkscrew devices that caused injuries into the intestines and abdominal wall. Patient had multiple abdominal wall hernias and necrotizing abdominal wall infection. Dates of use: 2007 - 2008.